Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to improper handling at the facility. Prevention methods are described in the instructions for use in the following chapters: evis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f chapter 5 reprocessing: general policy 5.3 precautions chapter 7 cleaning, disinfection, and sterilization procedures 7.1 required reprocessing equipment olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that they do not have a working leak tester to reprocess the evis exera ii ultrasonic bronchofibervideoscope. They do not have a bw-400b cleaning brush. A medivator advantage was being used for aer reprocessing. The customer continued to reprocess scopes without using a leak tester or completing the leak testing steps. There is no patient or procedural impact associated with the event.

Manufacturer narrative:
The device is not expected to be returned for evaluation. It was recommended to the customer not to use the scope unless all reprocessing steps are being followed per the olympus IFU. An in-service was conducted to the staff which included cleaning, disinfection, and sterilization information contained in the olympus manual. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.